Event description:
During left middle ear exploration and torp revision, performed due to worsening hearing loss, the ear prosthesis was found displaced and defective. Photographic documentation was taken of the defect, and it was explanted.